Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty removing the device due to the clip becoming caught on the anterior leaflet and subsequent clip becoming caught in the chordae appear to be a result of patient morphology/pathology and user technique. The reported patient effect of foreign body left in the patient appears to be related to procedural conditions and a result of the clip becoming caught in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip became stuck and was deployed in the chordae. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) (61208u159) was advanced to the mitral valve and the clip was implanted successfully, reducing the mr to 2+. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to 4+. A second clip delivery system (cds) (70213u204) was advanced to the mitral valve to be implanted lateral to the first clip; however, during positioning the clip got caught on the anterior leaflet, the stabilizer was moved (pushed in) and the clip moved to the medial commissure/chordae. The clip was stuck in the chords and had to be implanted in the chordae. A third clip was implanted, reducing mr to 1+. The patient remained stable. There was no clinically significant delay during the procedure. No additional treatment was planned for the patient. No additional information was provided.